Event description:
According to the reporter during the procedure, the device articulation was not smooth. It was also noted that the shipping wedge of the reload were broken and fell inside the patient's cavity and was not retrieved. As a resolution the handle and reload were replaced to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4c0962). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.